Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed error code 41622. There was unknown patient involvement

Manufacturer narrative:
D9: product received date 2/21/2025. H3: once device was returned for analysis with complaint the device displayed error code 41622. This alarm event pauses the delivery of the pump until the error is addressed. Review of event history found no relevant events logged. No applicable service was found. Visual and functional testing was performed. Found downstream occlusion (dso) seal delaminating and upstream occlusion (uso) seal separating. Replaced dso and uso seals. Device passed testing post repair.